Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the provided log file. The log file contained data spanning approximately 3 days (B)(6) per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical power cable disconnect alarms ¿ ¿rsoc invalid¿ fault alarms that were not associated with a power source exchange ¿ were intermittently observed throughout the data while batteries were in use. The alarms appeared to have been caused by the rsoc within the power cables briefly dropping below the alarm threshold. No other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve all alarms that sound from their controller, including alarms associated with power cable disconnect conditions. This section also states that power cable disconnect alarms lasting under 30 seconds will not be viewable in the alarm history screen as to not potentially interfere with more critical events. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having frequent low voltage alarms. The patient received new clips and cleaned all his equipment. Upon review of the patient's log files there were power cable disconnects on 06apr2021 at 1408. This is typically caused by damaged or dirty battery clips. The patient underwent a controller exchange.